Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving an unknown drug (4000 mcg/ml, 2497 mcg/day) via intrathecal drug delivery pump for intractable spasticity. It was reported that a motor stall occurred (B)(6) 2018 and the pump was alarming. There were no known environmental, external or patient factors that may have led or contributed to the issue, and there were no known diagnostics/troubleshooting performed. The patient was being scheduled for a replacement the week of this report. The issue was not resolved and the patient status was "alive - no injury" at the time of this report. There were no reported symptoms. No further complications were reported.